Event description:
It was reported during anchorage lapidus plate surgery doctor was putting in locking screw when it pull through the plate. Doctor used another screw, no delay in surgery.

Manufacturer narrative:
Evaluation summary: it was identified during previous cases that the screw is concomitant for this reported failure (screw went through the plate). If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
It was reported during anchorage lapidus plate surgery doctor was putting in locking screw when it pull through the plate. Doctor used another screw, no delay in surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.